Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with chicken wing type anatomy with left atrial enlargement, and an unusual course of the aorta. A pre-existing 2mm effusion was noted prior to the procedure. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed using the versacross connect for watchman. As a trait of the facility, echocardiography was performed by anesthesiologists who are relatively inexperienced with structural heart treatment. Due to the combination of the anatomical factors and the background of the echocardiographer, visualization of the atrial septum was poor. The planned transseptal puncture site was inferior/posterior; however, when attempting to move inferior from the middle, the location could not be identified due to poor visualization, and puncture at the middle/posterior site was performed out of necessity. At that time, the echocardiographer informed the operator that visualization was inadequate and that clear tenting was difficult to confirm; however, energization was performed at the operator discretion. The left atrial appendage was then approached with the 27mm wds and the closure device was deployed. The closure device was deployed about six times, but the anchor did not engage, and the tug test failed repeatedly. The device was exchanged for a larger 31mm wds. After increasing the device size and repeating the device deployment process about five times, the anchor still would not engage, resulting in a failed tug test. During discussion of the next procedural step, an increase in pericardial effusion was noted on an effusion check. Increased fluctuations in heart rate and a drop in blood pressure were also observed. Echocardiography revealed a pericardial effusion measuring 10mm in length. Pericardiocentesis was performed to treat the effusion removing approximately 50ml of blood. It was determined that there was no other option for device placement, and the procedure was discontinued. The patient was extubated in the operating room and transferred to the hospitalized cardiac unit (hcu) with stable vital signs.